Event description:
The programmer crashed during an interrogation. Physician needed to unplugged it to unfreeze it.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.